Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump's bolus wizard was doubling the amounts of recommended boluses. The customer¿s blood glucose level was 242 mg/dl at the time of the call. The pump was not making correct calculations based on information entered. It is unknown if the customer was using pump auto mode at the time of the incidents. Troubleshooting was completed but did not resolve the issue. The customer was advised to enter bolus amounts manually before receiving a pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No over delivery anomalies noted during testing. Device functioning properly. (B)(4).